Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist dialed in remotely to the customer's system and reviewed the system check data, which were all acceptable. Quality controls were within range at the time of event and patient samples tested before and after sample (B)(6) were correct. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument issue. The hsc indicated that the customer did not follow the tube manufacturer's recommendations for centrifugation time. Siemens recommended that the customer handle samples per the tube manufacturer's instructions. The hsc determined that the clot check data had atypical aspirations for the initial and first repeat run, which indicated an issue with sample integrity. The cause of the discordant, falsely elevated ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (ctni) results were obtained on one patient sample on a dimension exl with lm instrument upon initial and repeat testing. The discordant repeat result was reported to the physician(s). The sample was repeated twice on an alternate dimension exl instrument and once on the original instrument, all resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.